Event description:
While attempting to retract the abbott multi-link ultra coronary stent back into a guide catheter, the stent struts snagged the tip of the catheter. Unable to remove the stent safely without removing all the interventional supplies including stent, wire and guide catheter.